Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of up to 395 (mg/dl). Customer changed infusion site and administered correction boluses with the pump to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to contact tandem technical support if customer needed any further assistance. Customer acknowledged.